Manufacturer narrative:
Per fresenius clinical evaluation, pharmacovigilance physician there were no reported cycler problems or complaints prior to peritonitis events. There was no reported contact between the dialysis solution and the cycler. There were no reported fluid leaks. The patient was also diagnosed with an exit site infection, diverticulosis of the descending and sigmoid colon, and gall bladder disease, dilated gall bladder and gall stones. Peritoneal dialysis nurse stated that it was possibly due to touch contamination and hand washing technique. The liberty cycler was returned for evaluation; no non-conformities were found. The unit passed all tests during simulated treatment testing and met specifications. A batch record review was conducted and confirmed there were no deviations or non-conformances. Product labeling, material, and process controls were found to be within specifications. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed to FDA regarding all potential adverse events rec'd between (B)(4) 2011 to (B)(4) 2013.

Event description:
A peritoneal dialysis patient's daughter called tech support for complaints of drain complications. During the call it was reported that the patient has peritonitis. While obtaining info regarding peritonitis the peritoneal dialysis nurse disclosed info or prior peritonitis events and hospitalizations. No complaints regarding cycler problems were made prior to peritonitis and hospitalization events.